Event description:
It was reported that device fracture occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection system (cps) was used. The sentinel cps was loaded onto a non-bsc guidewire, advanced into position through the right radial artery, and the proximal filter was deployed. The proximal filter was positioned more than 4cm from the ostium of the brachiocephalic artery and was recaptured for repositioning. The proximal filter was deployed for a second time 0.5 to 1cm from the ostium of the brachiocephalic artery. The distal filter was positioned and deployed. During advancement the non-boston scientific (bsc) aortic valve delivery system interacted with the articulating distal sheath of the sentinel cps. Both proximal and distal filters moved from their deployed locations while remaining in their respective arteries. The non-bsc valve was successfully implanted and the operators began removing the sentinel cps. The distal filter was recaptured and the sentinel cps guidewire protruded approximately 5cm from the tip of the sentinel cps. The handles of the sentinel cps were brought together and the guidewire retracted. The proximal filter was resheathed. When attempting to remove the sentinel cps the proximal filter slider moved slightly in the deployment direction and severe resistance was encountered while attempting to withdraw through the introducer sheath. The sentinel cps and introducer sheath were removed as a unit. After removal a metallic protrusion of an internal component of the sentinel cps sheath was identified near the distal end of the articulating distal sheath in addition to an accordion-like deflection. No patient complications were reported.